Event description:
The main body graft placed was a little larger than desired because a smaller one was not available at the time of placement. The final angiogram noted a slight proximal type I endoleak, possibly due to the larger graft placed. Two days after the initial placement, a main body extension was placed and the leak was resolved.